Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, 20mm imprecision was observed. The representative reported that the reference frame on the patient moved, resulting in the imprecision. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.